Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. He adjusted the articulating arm, aligned the x-ray beam and replaced the clock battery. The system functions as intended.

Event description:
The customer reported that the system did not fluoro when they pushed the footswitch. Also, the system did not boot up. No patient injury was reported.